Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was updated and relative parts were replaced. The system was tested and found to be working as intended and put back into services.

Event description:
The customer reported an intermittent loss of the live image. No patient injury was reported.